Event description:
"Motor does not work and leaks oil" was stated on customer repair order. On follow-up with the hosp it was reported that there was no pt injury but no additional details were obtainable.